Event description:
Procedure: lap chole. According to the reporter: upon placing the specimen in the bag and removing from the patient, the metal ring split in half. Used another device without further consequences. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).